Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+1.0/085 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on 07/11/2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: per dfu for this lens model, vticmos are contraindicated for patients under the age of 21 years old. This patient was under 21 at the time of implantation. (B)(4).